Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 the replaced touchscreen was returned for failure analysis. It was determined that the pin to pin resistances and resistance ratio were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27jan2020. B4: 31jan2020. H10: h6: patient code updated. Additional information was received the problem was discovered while trying to setup the ventilator for patient use; therefore, there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jan2020 . B4: (B)(6) 2020. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. He stated that he performed a touchscreen calibration and it passed, but the response was still not accurate. The manufacturer¿s field service engineer (fse) replaced the touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/30/2019.

Event description:
The customer's biomed stated that the problem was a touchscreen calibration issue. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.